Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to an unrelated lead revision procedure, the pulse generator exhibited a loss of rf telemetry. Attempts to download, the devices firmware were unsuccessful. The physician elected to explant and replace the device. No patient symptoms were reported.